Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a truetome jag 39 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the cut wire on the tome broke off when they were trying to do a sphincterotomy. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.